Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an error code. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal missing. There was no evidence of the error found in the event history log. The customer reported problem was not verified/duplicated at power up. There was no evidence of the error code; it was cleared. However, it was recommended reinstalling software and performing a full preventative maintenance as corrective/preventative measure. No fault was found as the complaint was not verified during the investigation. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information was received on 31-aug-2022 via email and attached in the complaint object. There was no patient involvement and the event happened during bench test. A sample has been received at manufacturing and an investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required., corrected data: d4: correction: catalog number: 2120.